Event description:
Home patient's family member contacted baxter's technical service center for assistance during the last cycle of patient's apd therapy. Reportedly, hp received a "check lines and bags" alarm. Prior to placing call, the family member noted the heater bag was not able to fill and family member elected to unspike the solution bag and respike another bag with the same homechoice set. At time of call, a kinked solution bag was noted technician assisted family member in ending therapy early. Hp's treatment was completed with a manual exchange. Follow up with hp's rn indicated no patient injury or medical intervention.